Event description:
It is reported by the pt's attorney that he underwent total hip replacement in 2007. Post-op, pt has been experiencing pain and his surgeon has recommended revision surgery, which has not yet been scheduled.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt info such as height, weight, and patient activity is unk. Based on the available info a definitive cause for pain can not be determined. Evaluation: and results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation close.